Event description:
A (B)(6) old male pt contacted zoll customer support to report that battery charger was not functioning properly. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery charger was resetting. The cause of the charger resets was a defective jtag table board. The root cause of the defective jtag table board cannot be positively determined. No adverse event resulted from the defective jtag table board. The pt received a replacement battery charger.